Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was generated from this system due to a high shocking lead impedance measurements. Impedance measurements were within normal limits in triad and rv coil to can configurations during arm movements and pocket manipulation. The physician decided to leave the lead configured from rv coil to can and will continue to monitor this patient. No adverse patient effects were reported.